Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the procedure included pf (pulsed field ablation) for pvi (pulmonary vein isolation and roof ablation, rf (radiofrequency) and pf ablation of the posterior left atrium that was uneventful. There was also rf cti (cavo tricuspid isthmus) ablation that was described as relatively dense due to recurring conduction through the cti. The patient was reported to have asymptomatic/numbness in the right hand with sensory issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following a cardiac ablation procedure in which the sphere catheter was used, magnetic resonance imaging (MRI) showed positive results for stroke despite the patient being asymptomatic. The procedure was completed. No further patient complications have been reported as a result of this event.